Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tap not sticking event on (B)(6) 2024 after 12 hours of insertion. Insertion site was abdomen. Infusion set has been used for less than one day. Non-serialized product being replaced. No further information available.